Manufacturer narrative:
Manufacturer's report date: 10/31/2012. (B)(4). This report was filed by the manufacturer. The devices have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported magnesium sulfate was hung and programmed as a secondary infusion. After the start key was pressed the nurse noticed the solution was free flowing. The infusion was stopped and a new bag of magnesium, IV tubing and pump was started. No patient harm or medical intervention reported. No report of patient harm or medical intervention. The customer did not provide any additional patient or event details.